Event description:
Findings suggested the pt's ventricular pacemaker lead had an insulation break. On (B)(6) 2004, the atrial lead, ventricular lead, and pulse generator kappa 400 were removed from the left subclavian site. Insertion of a new ventricular lead model# 5076, new atrial lead model# 5076, and new generator model# 801 kappa dr were inserted via the right subclavian.